Event description:
It was reported a screw fracture and the screw was removed. Tooth location #11. The screw was placed on (B)(6) 2013 and removed on (B)(6) 2024. Bone density type: iii.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided d4: unique identifier (UDI) number: not available.